Event description:
It was reported that the patient experiencing inadequate stimulation despite multiple reprogramming. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.